Event description:
It was reported that the customer's insulin pump was stuck on the fill tubing screen. The customer's blood glucose was unknown. The customer stated that he also received a failed battery test alarm. The customer stated that he had a separate insulin pump that he needed assistance with in order to program it properly. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.